Manufacturer narrative:
Evaluation narrative - the subject device, one service replacement powermax elite, part number 72200616s was received on (B)(6) 2015 and confirmed to be serial number (B)(4). The reported complaint could not be confirmed, however functional testing has found that the motor runs rough, is noisy, and is drawing high current. Unit was disassembled for further inspection. A visual inspection found the unit to be clean and in average condition. The motor and gearbox were tested separately. The motor was found to be defective and the most likely cause of the reported complaint. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During an unknown procedure it was reported that the device was too hot to handle.